Event description:
It was reported during remote follow up that the right ventricular lead exhibited low defibrillation impedance. No intervention was reported. The patient was stable and asymptomatic.

Event description:
Additional information received, noted that the lead was capped on (B)(6) 2024. And successfully replaced. There were no patient consequences.